Event description:
Patient reported purchasing product and four days later awoke with discharge from eyes. Patient reported seeing a doctor who diagnosed and treated her for pink eye. The doctor indicated to the patient that the infection was the result of a cold. Icp mass spectrometry was performed on another sample of this lot and showed a higher than expected amount of trace iron in the bottle of solution. Over time this would effect the product's stability and color. The source of the iron was identified as one particular lot of one of the raw materials poloxamine. The affect of the higher level of iron is that the stability of the product is compromised with respect to color and efficacy over time. A global recall was initiated for this lot.

Manufacturer narrative:
Icp mass spectrometry was performed on another sample of this lot and showed a higher than expected amount of trace iron in the bottle of solution. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. A global recall was initiated for this lot.